Manufacturer narrative:
The product is not available for evaluation and testing. Additional info will be forthcoming within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2007-00555 and 9616099-2008-02042.

Event description:
Approx nineteen months following the index procedure the pt returned to the hosp with stage IV peripheral ischemia with a new lesion in the sfa. The male pt was enrolled in the cobra clinical study. The target lesion was de novo, calcified, 90% stenotic and located 150mm above the patella in the left superficial femoral artery (sfa). Total lesion was 130mm, of which 100mm was occluded. The reference vessel diameter was 5mm. The vessel was not tortuous. After pre-dilation a dissection was noted and 80% stenosis was remaining. Subsequently, two smart stents (6x80mm and 6x60mm) were implanted. The stents were post-dilated. There was no remaining stenosis or dissection post-procedure. On 6 month follow-up, a fracture was noted in the second stent. There was no binary restenosis or occlusion, and no treatment for the stent fracture. Approx nineteen months following index procedure, the pt returned to the hosp with stage IV peripheral ischemia and a new lesion in the sfa. The lesion was within 5mm of the previously placed stents. The event was treated with bypass surgery. Please note that multiple attempts to gather add'l info have been made and have been unsuccessful.